Event description:
Medtronic received a report of pipeline stent resistance with marksman catheter, failure to open, and damage. The patient was undergoing surgery for treatment of a saccular, unruptured, ophthalmic artery segment of the internal carotid artery aneurysm with a max diameter of 6.5 mm and a 4.9 mm neck diameter. The landing zone was 3.3 mm distally and4.2 mm proximally. The access vessel was the femoral artery with a diameter of "8f" mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed contrast retention in the aneurysm. It was reported that the pipeline stent could not be deployed within the marksman microcatheter, with damage noted at the distal opening and difficulty opening the distal end. Multiple attempts at retrieving and push¿pull maneuvers failed to resolve the issue. Considering patient safety, the operator decided to remove the stent. The stent was damaged and could not be opened. There was stuck (locked up) in catheter or resistance in catheter. The catheter was flushed continuously with heparanized saline. The pipeline was stuck in the distal section of the catheter. The pipeline became stuck during deployment. The physician did release the load (slack) in the system in an attempt to resolve the issue. It did not resolve the issue. It is unknown if the catheter is damaged. The pushwire was not damaged. The patient symptoms or complications associated with this event are unknown. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.